Event description:
It was reported that this left ventricular (lv) lead was suspected to have fractured. Lead measurement testing was done and confirmed the fracture. A lead revision was performed and the lv lead was successfully capped and surgically abandoned. No additional adverse patient effects were reported.